Event description:
It was reported that the right ventricular (rv) epicardial lead had high thresholds. The lead was capped. The patient had a narrow qrs, so a chronic left ventricular (lv) lead was left in use with a dual chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2008. (B)(4).